Manufacturer narrative:
The manufacturer previously reported this as product problem. After further review, the manufacturer concluded it as serious injury. In box b, product problem was updated to adverse event and describe event or problem should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to experiencing very bad blood results concerning the kidney and liver function. The reported event of bad blood results concerning the kidney and liver function of the patient and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box h, type of reported complaint and health impact code was updated to reflect serious injury.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto device 's sound abatement foam. The patient has alleged persistent cough and very bad blood results concerning the kidney and liver function. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.